Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving notification for out of range high voltage lead impedance. Multiple episodes of noise leading to inappropriate therapy were noted upon interrogation. No capture, decreased sensing and pacing lead impedance were also noted. X-ray revealed lead dislodgement. Twiddlers syndrome was suspected. The lead was explanted and replaced. Patient was doing well after the procedure.